Manufacturer narrative:
(B)(4).

Event description:
It was reported that ra lead had history of high pacing lead impedance (pli). The pli was known about for a long time by the clinic. When the device reached normal eri and at the generator change, physician decided to cap and replaced the ra lead. An insulation tear near where the lead connector sleeve changes into the lead body was also observed. The physician used a plasma knife for electrosurgery to dissect down to the pocket. Patient was asymptomatic during the case and fine in the recovery room.